Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). Same case as: 2134265-2010- 01572 it was reported that post a carotid artery stenting procedure, the patient experienced in-stent restenosis. The 90% stenosed target lesion located in the right proximal internal carotid was 11mm long with a reference vessel diameter of 7mm. During the index procedure, the target lesion was treated with a filterwire ez and the placement of a carotid wallstent. Post-dilation was performed with residual stenosis 10%. The patient was discharged 2 days later. In (B) (6) 2010, the patient experienced in-stent restenosis of the wallstent placed during the index procedure. The target lesion was treated with a balloon angioplasty with residual stenosis of 10%. Additional information has been requested and is not yet available.